Manufacturer narrative:
Continuation of d10: product ID a820; lot/serial# unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. It was reported that the patient was very disappointed in the performance of their "spinal implant". Before the implant, the patient was told that if it wasn't working that there were always alternatives; they could increase the morphine dosages and they could always go to fentanyl, "we won't give up on you". The patient had 1 or possibly2 bolus increases. So far, they had provided little improvement for pain relief. Per the patient, when they checked the bolus usage, they found the frequency of use was low to make further adjustments. The problem was having to wait up to one hour to start a bolus due to all of the error messages and needing to go back to start numerous times to begin once again. The patient stated "do you have any idea how infuriating it is to be in pain and have to restart numerous times?" The patient stated "I finally give up and go back to opioids and topical creams to try to get relief". The patient asked for suggestions. Additional information received on 2026-05-26 indicated that the patient was underwhelmed with the pain relief from their device. There were error messages and it was taking a long time to deliver a bolus; a lag issue was reported.